Event description:
It was reported that a primary surgery was performed on (B)(6) 2013. After that the rod breakage occurred at the site of bone resection. The revision surgery was planned on (B)(6) 2016.

Manufacturer narrative:
Method: risk assessment; result: the product was not returned and no lot # was provided, so a manufacturing record review could not be performed and an analysis of the product could not be conducted. Conclusion: the most probable root cause for this issue could be due to the implant not fusing.

Event description:
It was reported that a primary surgery was performed on (B)(6) 2013. After that the rod breakage occurred at the site of bone resection. The revision surgery was planned on (B)(6) 2016.